Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's most recent blood glucose reading was 53 mg/dl and has treated with glucose. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.